Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. The item was corrected, but the lot number informed was correct. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4) ¿ the dentist reported that 4 months and 6 days after the dental implant was installed in intraoral region 28#, its non- osseointegration was observed. Moreover, 45ncm of primary stability was achieved and the patient presented bone type I.